Event description:
Info rec'd indicates the head section will slowly drift down when the switch is released.

Manufacturer narrative:
The facility has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.